Manufacturer narrative:
The opened probes returned for evaluation were not within the final lot number reported based on rfid (radio frequency identification) tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Since the samples associated with the reported product and lot number were not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. The returned samples were not within the final lot number based on rfid tag; therefore, specific actions with regard to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the probe had no cutting performance during surgery. The aspiration was normal. The surgery was completed after the third one was used. There was no patient harm.